Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element drug eluting stent was advanced to treat the lesion. However, during procedure, the physician noted that the stent body was lifted. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the struts in the center of the stent were severely distorted across the length of the stent. It was also noted that the stent had moved distally by approximately 12mm. The type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. The balloon was found to have stent impressions on the balloon material indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked 278mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element drug eluting stent was advanced to treat the lesion. However, during procedure, the physician noted that the stent body was lifted. No patient complications were reported and patient's status was stable.